Event description:
Pt here for esophagogastroduodenoscopy (egd) with ablation of barrett's esophagus. After completion of first set of ablations, the catheter was removed. Ablation catheter was cleaned. The ablation zone was cleaned of coagulative debris. Then the ablation catheter was re-introduced. At this time, the catheter failed. Catheter removed from patient and was assessed by the representative. Then procedure was completed using a new ablation catheter.